Manufacturer narrative:
The scd 700 was evaluated and the review showed that the unit had a damaged power cord, with copper wire exposed. The power cord was found to smashed and torn open in a manner similar to if it would have been run over by a hospital bed or chair. From the observed damage the potential root cause is customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon exterior triage the service tech found power cord was damaged, with copper showing.